Event description:
It was reported to medtronic neurosurgery that when the physician was preparing for surgery they tested the lumbar catheter and found that the device was occluded. The physician opened a new one and the surgery completed smoothly. It was also reported that the patient was overall ok and under observation in the hospital.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).